Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise and a decreasing pacing impedance since (B)(6) 2025. No programming changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.